Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. A lead integrity alert (lia) had also triggered due to non-sustained high rate episodes and short ventricular intervals. Follow up yielded no information and the lead remains in use. No further patient complications have been reported as a result of this event.